Event description:
It was reproted that the slush machine was turned on at 5:15 am. At 7:00 am it was still not making ice like it should have. Had to get another machine in order to start the procedure.no patient injuries, infections, or complications were reported.